Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual examination of the staple cartridge noted that the loading unit had a full complement of staples. The proximal end of the adapter was broken and received separated from the loading unit. The articulation flag was bent and there were scratch marks around the cover tube. Functional testing of the loading unit could not be performed due to the damage to the adapter and articulation rod. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged reload adapter may occur due to over flexure of the reload while attached to the instrument. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, before firing the cartridge, there was a problem unloading the device as it was struck and there was a crack on the cartridge. The stapler was not able to fire, the surgeon was able to press the green button and the handle did not squeeze. The cartridge loading part broke off but did not fall into the patient¿s cavity and a new cartridge has been used to complete the case. There was no patient injury.